Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pediatric patient (age & gender unknown), the device displayed a "compressor failure-1001" message and was unable to power on with battery power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a faulty compressor pump. The compressor pump was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.